Manufacturer narrative:
Initial and final MDR 1882148 - MDR 3003442380-2024-06829 - device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that when the patient was changing the site witnessed two instances where the applicator didn't insert the site correctly and the canula was kinked when she removed it a few hours later from extreme high blood sugars. No further information available.